Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the stardrive screwdriver shaft t8 105mm (p/n: 314.467, lot number: h701804) was received at us cq. Visual inspection of the complaint device showed the driving threads on the tip were twisted. The tip did not appear to have pieces missing, but was rough to the touch, possibly from a piece cleanly breaking off. A functional assessment was unable to be performed since a mating device was not returned. However, given the received condition of the device, the condition can be replicated. This complaint is confirmed as the threads are stripped, causing the unable to disassemble complaint condition. The tip may also have had a small piece break off. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 314.467, synthes lot number: h701804, manufacturing site: synthes monument , release to warehouse date: 31-jul-2018. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwq. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the tip of the screwdriver shaft broke off in the unknown screw during insertion. The tip of the screwdriver had to be drilled out of the head of the unknown screw. A back up screwdriver was used to complete the procedure. The procedure was completed successfully with a surgical delay of ten (10) minutes. The generated fragments were easily removed without additional intervention. There was no patient consequence reported. This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).